Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following instructions for use: chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a foreign object in the actuator body. There were no reports of patient involvement.